Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he developed a corneal ulcer in an eye after wearing a contact lens. Additionally, the consumer informed of medical visits, treatment, and medications. Additional information has been requested for this event. It is unknown at this time the eye associated with the event, the treatment provided and symptoms resolution. A product sample has been requested for evaluation.

Manufacturer narrative:
H.3, h.6. This event was associated with two lot numbers of the same product. This smdr represents reported lot number 10509971." Six additional sealed blister packs from the complaint lot were returned for evaluation; therefore, total received is 10 sealed blisters. The device worn in the reported event was not received. Again two of the six returned samples were inspected and were found to meet manufacturing specifications. The root cause could not be determined. No further investigation required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This event was associated with two lot numbers of the same product. This smdr represents reported lot number 10509971." Four unopened blister packs from the complaint lot were returned for evaluation; the device worn in the reported event was not received. Two of the four returned samples were inspected and were found to meet manufacturing specifications. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).